Event description:
It was reported via our sales rep, that when he connected the nail with the adapter he noted that there is too much play. The drill was contacting the nail, so the surgeon decided to use freehand-locking.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.